Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for surgery. During procedure, the implantable cardioverter defibrillator delivered an inappropriate shock after sensing electro cautery. Patient was stable.